Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two additional screwdrivers broke during the procedure. This is report 1 of 5 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a female patient underwent removal of a titanium less invasive stabilization system (liss) plate on (B)(6) 2015. When the surgeon attempted to remove two different screws, two separate device handles broke, the stardrive screwdriver t25 self-retaining and the large handle with quick coupling. In addition, the end of the stardrive screwdriver shaft bent. After 30 to 40 minutes, the screws were successfully explanted with other available instruments. It was reported that no further intervention was required and that the procedure was successfully completed. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age not provided by reporter. Patient weight not provided by reporter. Original implant date unknown. Device history records was conducted. The report indicates that the universal punch manufactured the stardrive screwdriver shaft t25 / self-retaining 165mm, p/n 314.119, lot # 6070280. The lot was inspected and conformed to the synthes incoming inspection and final inspection sheet # (B)(4), revision ¿f¿. There were no complaint-related anomalies, mrr's, or ncr's associated with this lot. (B)(4) parts were released to the warehouse on march 24, 2009. The lot was manufactured to the synthes drawing number (B)(4), revision ¿c¿, released on july 01, 2008 (revision ¿d¿ was released on january 06, 2012). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.